Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient has been having a lot of trouble with their parkinson's getting control of their tremors and they had been working with their neurologist and were unable to figure it out. This was stated to have been a gradual change. The patient was wondering if they could use their patient programmer (pp) to do some diagnostics. The patient stated their healthcare provider (hcp) was away for a week and their symptoms were impacting their quality of life. The patient stated they noticed the leads were "really high" on their skin and when they put their finger on their chest the battery pack stood out and they could feel the wires. This was not stated to be thought to be related to the issue. It was stated the patient does shoot a shotgun and has been doing that for a long time. When the doctor put the battery packs in they put the right hand side over so the patient would not put the gun stock right on top of the ins. The patient stated their neurologist was aware of his shotgun shooting, too. The patient stated they had "a whole slew" of other medical tests and procedures, that they had back problems and had x-rays. They stated they take a parkinson's exercise class and it's known the patient has the device there. The patient was redirected back to the hcp to continue working to resolve symptoms. At this time, the patient ended the call saying their neurologist's office was calling. No further symptoms or complications were reported or anticipated with this event.